Manufacturer narrative:
(B)(4).

Event description:
It was reported oversensing was observed on the ventricular channel when the patient coughed. The patient is asymptomatic. The intermittent oversensing led to a pause in pacing. The device was explanted and replaced. No further information is available.